Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The reported symptom 'air in line' was confirmed through the event history log reproduced as a false air-in-line alarm during evaluation. Evaluation revealed the cause to be a failed ultrasonic sensor which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air in line. There was no known patient injury or medical intervention associated with this event. No additional information is available.